Event description:
Hcp reported the pump was explanted because the patient had accessed their pump to retrieve the morphine. The patient was admitted to the hospital for dehydration and liver failure; they then admitted to accessing their pain pump. The pump was then explanted. The patient was doing fine at their last office visit in 2003.